Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. In this case, the increased mitral regurgitation (mr) was likely a result of the single leaflet device attachment (slda) of the second clip, as the clip was no longer attached to the posterior leaflet. It should be noted that the patient effects of slda and conversion to standard valve surgery are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the slda in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in increased tension on the device and therefore contributed to the user experience; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4) during processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the second deployed clip (cds 50825u146) detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. Mitral regurgitation increased and mitral stenosis occurred, requiring valve replacement surgery. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The first mitraclip was implanted without reported issue. The second mitraclip (cds 50825u146) was implanted without reported issue, reducing the mr to 1-2. Following the mitraclip intervention, it was noted that the second clip (cds 50825u146) had detached from the posterior medial leaflet and remained attached to the anterior medial leaflet. The mr had increased to 3 and the mean pressure gradient (mpg) increased from 1.5mmhg to 5mmhg. Cardiac surgery/valve replacement has been scheduled. There was no additional information provided.